Manufacturer narrative:
Analysis of historical records: the devices involved in this event have not been returned to orthofix (B)(4). Unfortunately also the lot numbers have not been made available and therefore it is not possible to perform the verification of the historical data. Technical evaluation: the devices involved in this event have not been returned to orthofix (B)(4). The technical evaluation will be performed as soon as the devices become available. Medical evaluation: the information made available on the case over the time were sent to our medical evaluator. Please find below an extract of the medical evaluations performed. On january 10, 2018: "in this case the galaxy system was being used to stabilise a floating knee (fractures of femoral and tibial shafts). Once again the surgeon does not think that the date of the injury and operation is relevant. We are told that in this case the clamp (B)(4) had been used in multiple patients; by this I assume that it had been in use in several patients prior to this one. They state that this clamp will not be available for evaluation. In the absence of further information I am inclined to suggest that this clamp had been subjected to major wear and tear and that failure was due to this. We must emphasise that failed clamps should be made available for evaluation; without this we cannot make any sensible comment about the cause of the failure. We also need to understand the mechanics of the external fixation frame being used". On january 11, 2018: "I assume that the fixator was configured with 2 clamps in the femoral diaphysis and 2 in the tibial diaphysis, which is what you would expect for a floating knee, and all of them gave way. Presumably they had all been used on "multiple patients"". On january 25, 2018 with the further information provided on january 24, 2018: "from the description of this frame as using large clamps that have been used in multiple patients, I think that what we are seeing here is the use of clamps until they become worn out, at which point they no longer function as well as before". Final comments: a technical evaluation of the devices concerned was not performed as the devices have not been made available for the investigation. Unfortunately, no information about real lot involved is available, therefore it is not possible to perform any technical investigation. A complete medical evaluation was not performed as no information about the medical procedure, diagnosis, treatment details and x-rays have been made available. Based on the information available on the event, it was not possible to finalize the investigation and determine the root cause of the event notified. In case further information and/or the devices used are provided, orthofix (B)(4) will promptly re-open the investigation on the case. Orthofix would like to remind that the instructions for a correct closure of the galaxy clamps are included in the instruction for use leaflet, ref: pq gal and in the galaxy fixation system operative techniques, ref gf-1101 and gf-1102. Orthofix continues monitoring the products on the market. - attachment: [2018011_FDA medwatch cover letter.pdf]

Event description:
The information initially provided by the local distributor indicates: (B)(4) galaxy large clamp. Quantity and batch number: 4, lot # n/a. Hospital name: (B)(6). Surgeon name: dr. (B)(6). Date of initial surgery: n/a. Body part to which device was applied: across the knee joint (femur and tibia). Surgery description: external fixation for floating knee. Patient information (age and sex): n/a. Event description: galaxy pin to bar external fixator pin to rod clamp moves after being applied in multiple patients. Date of device failure: n/a. Details of the additional surgery and the medical intervention performed following device failure: conversion to orif (plating). Patient current health condition: stable. Availability of the device for the technical evaluation: none. Further information included in the complaint report form received from (B)(6). On january 24, 2018. Product code: 93010. Batch number: not available. Quantity: 4 (please also kindly refer to MFR reports 9680825-2018-00008, 9680825-2018-00010 and 9680825-2018-00011) hospital name: (B)(6). Surgeon name: dr (B)(6). Date of initial surgery: n/a. Body part to which device was applied: across knee joint (femur and tibia). Surgery description: fracture treatment (external fixation for floating knee). Patient information: n/a. Problem observed during: no response. Type of problem: device functional problem. Event description: galaxy pin to bar external fixator pin to rod clamp moves after being applied in multiple patients. Resulted in pain and re-adjustment. The complaint report form also indicates: the device failure caused adverse effects on patient (loss of fracture reduction). The initial surgery was completed with the device. The event did not lead to a clinically relevant increase in the duration of the surgical procedure. A medical intervention was required (conversion to orif plating). Copies of the operative reports are not available. Copies of the x-ray images are not available. Patient current health condition: stable. Note and comments: device not available for evaluation. Manufacturer reference number: 2018011. (B)(4).